Manufacturer narrative:
Due to character limitation in (B)(6). A getinge field service engineer (fse) evaluated the unit and connecting the balloon for testing. The fse could not duplicate reported, no error prompt "iab catheter restricted" was found. The fse performed equipment dust removal, functional and safety tests. Testing meets factory requirements and the unit can be used clinically.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) frequently displayed error message "iab catheter restricted"during patient use. They reconnected the catheter and the fault was resolved, but the alarm would re-alarm after a period of time. The backup machine was subsequently replaced, and the patient's treatment was not affected, and there were no casualties.